Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested philips to check the alarm settings on the mp70, as a red alarm did not sound for an extreme brady, although the heart rate (hr) was below 60 for a patient on (B)(6) 2018 between 13:42 and 13:44; the alarm lower limit setting for the hr is 80. There was no adverse event or patient harm reported.